Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the innova device was returned to our post market quality assurance laboratory. A visual and tactile examination identified multiple outer sheath kinks. The device was received with the stent partially deployed on the delivery system. A visual examination identified no issues with the tip of the device and no issues or damage to the handle of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 04nov2025. It was reported that shaft kinked occurred. The target lesion was located in the lower limbs. A 6 x 60 x 130 innova stent self expanding was selected for arterial stenting of lower extremity. During the procedure, it was found that the stent catheter was kinked and could not be delivered into the body. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a partially deployed stent.